Event description:
This device was implanted on (B)(6) 2008 and explanted on (B)(6) 2011 due to an unknown product performance issue. The procedure took place at (B)(6) hospital in (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).